Manufacturer narrative:
The lift was not put into service. When the technician investigated the product at the account, he found oil leaking from the safety drum. This is a new overhead lift and no preventative maintenance has been performed on the lift. Hill-rom replaced the entire overhead lift to resolve the issue. The lift is being returned to hill-rom for additional investigation. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating a new likoralll 242 s was leaking oil in the box in which it was delivered to the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).